Event description:
During a procedure, it was reported: unit had a map shift without any error code. Additional information provided stated the map shift was noticed by the user due to the catheter was outside of the map. Map shift did not occur during rf ablation. Approximately it was 5-7mm map shift. Issue was solved after the customer re-did another map. The catheter involved was a competitor¿s catheter.

Manufacturer narrative:
(B)(4). During a procedure, it was reported unit had a map shift without any error code. Additional information provided stated the map shift was noticed by the user due to the catheter was outside of the map. Map shift did not occur during rf ablation. Approximately it was 5-7mm map shift. Issue was solved after the customer re-did another map. The catheter involved was a competitor¿s catheter. The data related to the issue was sent to the carto manufacturer (htc) and was analyzed by the responsible engineer. According to htc customer support expert, basing on the recordings analysis, it was impossible to find the exact map misalignment cause. After creation of a new map, the relative move happened even though the move was below threshold of warning, yet large enough to induce mapshift. The back patch change of position was a symmetric and the chest patch did not move. Field service engineer reported the following cases have been performed without any problems. System was operational. Customer complaint cannot be confirmed. DHR review was performed, no anomalies were noted in manufacturing or service.

Manufacturer narrative:
(B)(4).